Event description:
It is reported that the pt was revised due to pain from the device breaking. The ceramic head was exchanged with a competitors product.

Manufacturer narrative:
This report will be amended when our investigation is complete.